Event description:
The customer states that the axsym processing cover does not remain open and that the customer was struck on the head by the falling cover. There is no report of medical treatment sought. No serious injury was reported.